Event description:
It was reported the patient¿s adaptive stimulation (as) switched to lying when the patient was sitting in the car. The implantable neurostimulator (ins) was reprogrammed but it still didn¿t register correct position when the patient was sitting or lying. The ins was in the patient¿s abdomen and it moved position when patient changed position. The cause of this event was thought to be due to the ins moving too much in pocket. This was clarified that is not an ins device issue. A second group was created without as for the patient¿s sitting and standing position.

Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(4), implanted: (B)(6) 1993, product type lead; product ID 74001, lot # n319880, implanted: (B)(6) 2012, product type adapter; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1993, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3550-29, lot # n528403, implanted: (B)(6) 2015, product type accessory. (B)(4).